Event description:
Multiple discordant results for digoxin (dig), free thyroxin (ft4), prostatic specific antigen (psa), ferritin (fer), total human chorionic gonadotropine (thcg), cortiosol (cor), prolactin (prl), and alpha fetoprotein (afp) were obtained on an advia centaur xp instrument. All the samples were rerun and corrected results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant results was due to the malfunction of the sample tubing and syringe. The fse replaced the sample tubing and syringe. Also proactively the fse replaced aspirate 1 and 2 pinch valves, the acid reservoir connector, acid, base and wash 1 reservoirs. The instrument is performing within specifications. Further evaluation of the device is not required.